Event description:
It was reported that the implanted valve was programmed to 130mm h20 but later went to 30mm h20 without being reprogrammed. The patient had not left ICU. The discrepency was noted on the x-ray. The valve was reprogrammed and remains in the patient.